Manufacturer narrative:
The insulin pump had unresponsive buttons and alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer did not recall any significant events leading to the alarm. The blood glucose reading was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and the customer agreed to send back the insulin pump for analysis.